Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken bolt and femoral loosening at the bone/cement interface. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/07/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had an increase in a sharp pain prior to being revised. Upon revision the femoral adapter sleeve was found to be broken. At this time, the femoral adapter is being added to the complaint and reported.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of patient x-rays did not confirm device fracture or device loosening. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.